Event description:
Pt rec'd a 2.5mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the 1st diagonal and one endeavor sprint rx stent in the left main (details unk). Stent implant was successful; however it was reported that the pt suffered an mi one day post procedure. It was reported that the pt was asymptomatic on discharge. Investigator reported that the event was unrelated to the study stent and probably related to the procedure. It was reported that the pt presented with symptoms of recurrent angina approx 1 month post index procedure. Ntvr was performed. No other clinical sequelae were reported. (Ref MFR # 9612164201101020).

Event description:
During re-ptca one month post index procedure target lesion was also treated. An endeavor stent was implanted successfully. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Eval: results: (mi).